Manufacturer narrative:
The pump was not explanted for return to the manufacturer for evaluation. Based on the information available, a direct correlation between the device, the reported intracranial bleeding and patient outcome could not be conclusively determined. No prior events were reported for this patient throughout approximately 4 years and 2 months on vad support. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During the manufacturer¿s routine inquiry for patient status updates, an outcome was received which indicated that on (B)(6) 2015, the patient expired due to an intracranial bleed. It was reported that the patient expiration was not device related. An autopsy was not performed. No further information was provided.